Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A certified ophthalmic assistant (health care professional) following implantation of intraocular lens (iol), the patient experienced decreased vision (unhappy with vision) and diplopia (double vision). Post surgery, the patient experienced corneal edema and vision has been getting worse over time. The lens was explanted in a secondary procedure and replaced with non company iol. There are two medical device reports associated with this patient. This report is associated with the right eye. Additional information has been requested.

Manufacturer narrative:
The lens was returned in a specimen cut. Solution was dried on the lens. The optic was torn/split/cracked and cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. The file indicated the use of unspecified associated products. It is unknown if qualified products were used. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provide that the multifocal non-toric company 19.5 diopter, +2.50 add power lens model was exchanged for a non-company monofocal toric lens model (24.0). Due to the exchange of a multifocal non-toric lens to a monofocal toric lens may suggest that the replacement lens model was an improved choice for the patient's vision needs. The manufacturer internal reference number is: (B)(4).